Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to take place on (B)(6) 2015. Asr xl - right hip. Reason(s) for revision: alval / soft tissue reaction, pain & noise. Update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated 10th august 2015.

Manufacturer narrative:
Added. Corrected. Asr revision to take place on (B)(6) 2015 asr xl - right hip reason(s) for revision: alval / soft tissue reaction, pain & noise update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2015 update (B)(6) 2017: email notification from (B)(6) received. There is no new information. This complaint was updated on (B)(6) 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.